Event description:
Pt noted left breast with decreased size. Left breast mastectomy in 1992 prophylactally and right breast ca with right mastectomy in 1991. Physician noted "ruptured" implant. Pt had removal of left implant with replacement of implant on 12/26.